Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "black foreign matter was embedded on the surface of the rubber stopper. It also seemed like ink smears."

Manufacturer narrative:
H.6. Investigation: bd received a sample and four (4) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) and ink smear was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of embedded fm and ink smear. Bd determined that the root cause of the embedded fm was attributed to inclusion of fm during manufacturing. The ink smear was attributed to a felt pad dislodging from the labeling equipment. Incomplete line clearance did not cull all affected tubes.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "black foreign matter was embedded on the surface of the rubber stopper. It also seemed like ink smears."